Event description:
It was reported that upon connection of the surgical fiber, an "invalid fiber card" error message was received (0 joules used). The case was completed using a second fiber without further issue. There was no injury reported.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Analysis: the fiber card returned was incorrect and did not match the reported fiber case - this issue would result in an "invalid fiber card" error message. Upon analysis of the fiber, the fiber was found to have been used, exhibiting signs of detritus, char and devitrification. Additionally, the fiber cap was found to be drilled through. The drilled through fiber cap condition could result in a forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.